Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No known device history record (DHR) review was performed during device evaluation. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. The rear housing was cracked at the input/output ports. Delivery accuracy testing found the device deliver to with published specifications. The recent infusion records were reviewed which indicated that the pump was stopped by the user prior to its completion. Event history log review found no related errors. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: no actions were taken as no function problems were found with the device during evaluation.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, under infusion was noted. No adverse effects were reported.